Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. Reprogramming was unable to completely resolve the issue. As such, surgical intervention took place on (B)(6) 2021 where in it was noted that the extension were coiled. Intraop testing was done straightening the extension and using the other ipg port, only 1 contact showed high impedance. In turn, additional surgical intervention may take place at a later date to address the issue.